Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation") and pelvic pain ("pelvic pain") in a 41-year-old female patient who had essure (batch no. 12570405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included coughing, sneezing, placenta previa and flank pain. Concurrent conditions included obesity, hypertension, grand multiparity, abdominal pain lower, dysuria, urinary incontinence, urinary frequency, urinary urgency, postmenopausal atrophic vaginitis, nocturia and vaginismus. Concomitant products included methocarbamol. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced complication of device insertion ("unable to place right side tube"). In (B)(6)2014, the patient experienced fatigue ("fatigue"). In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), back pain ("back pain"), abdominal pain ("abdominal pain") and perineal pain ("perineal pain") and was found to have weight increased ("weight gain"). In (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), pollakiuria ("bladder or urinary problems or changes urgency and frequency") and micturition urgency ("bladder or urinary problems or changes urgency and frequency"). In (B)(6)2014, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), rash ("skin rash") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and surgery to remove the implant). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, rash, dyspareunia, arthralgia, vaginal haemorrhage, menorrhagia, weight increased, alopecia and complication of device insertion outcome was unknown and the pelvic pain, dysmenorrhoea, fatigue, pollakiuria, micturition urgency, back pain, abdominal pain and perineal pain had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, complication of device insertion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, micturition urgency, pelvic pain, perineal pain, pollakiuria, rash, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Ultrasound scan vagina - on (B)(6)2017: result: no free fluid in cul-de-sac. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia, dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received. Lot number added. Lab data added. Her demographic was amended. Concomitant medication and condition added. Historical condition added. Events : uterine perforation, abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), fatigue, weight gain, hair loss, bladder or urinary problems or changes, back pain, abdominal pain, perineal pain, complication of device insertion were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation") and pelvic pain ("pelvic pain") in a 41-year-old female patient who had essure (batch no. 12570405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included coughing, sneezing, placenta previa and flank pain. Concurrent conditions included obesity, hypertension, grand multiparity, abdominal pain lower, dysuria, urinary incontinence, urinary frequency, urinary urgency, postmenopausal atrophic vaginitis, nocturia and vaginismus. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2013 and methocarbamol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("unable to place right side tube"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), back pain ("back pain"), abdominal pain ("abdominal pain") and perineal pain ("perineal pain") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), pollakiuria ("bladder or urinary problems or changes urgency and frequency") and micturition urgency ("bladder or urinary problems or changes urgency and frequency"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), rash ("skin rash") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and surgery to remove the implant). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, rash, dyspareunia, arthralgia, vaginal haemorrhage, menorrhagia, weight increased, alopecia and complication of device insertion outcome was unknown and the pelvic pain, dysmenorrhoea, fatigue, pollakiuria, micturition urgency, back pain, abdominal pain and perineal pain had resolved. The reporter considered abdominal pain, alopecia, arthralgia, back pain, complication of device insertion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, micturition urgency, pelvic pain, perineal pain, pollakiuria, rash, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017: result: no free fluid in cul-de-sac. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia, dysmenorrhea, dyspareunia. Lot number:12570405 manufacturing date: 2013/04 , expiration date: 2016/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and pelvic pain ('pelvic pain/pain/lt of pain') in a 41-year-old female patient who had essure (batch no. 12570405) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included coughing, sneezing, placenta previa, flank pain and miscarriage. Concurrent conditions included obesity, hypertension, grand multiparity, abdominal pain lower, dysuria, urinary incontinence, urinary frequency, urinary urgency, postmenopausal atrophic vaginitis, nocturia and vaginismus. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2013 and methocarbamol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("unable to place right side tube"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), back pain ("back pain"), abdominal pain ("abdominal pain") and perineal pain ("perineal pain") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), pollakiuria ("bladder or urinary problems or changes urgency and frequency") and micturition urgency ("bladder or urinary problems or changes urgency and frequency"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/very painful to have sex"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), rash ("skin rash"), arthralgia ("joint pain"), dizziness ("dizziness"), vomiting ("vomiting"), fallopian tube disorder ("right side fallopian tube is compressed"), mood altered ("bad mood"), procedural pain ("felt so much pain "), post procedural haemorrhage ("started bleeding from bellybutton"), acne ("pimple growth on my arm"), vertigo ("head spinning"), presyncope ("about to pass out"), the first episode of umbilical haemorrhage ("started bleeding from bellybutton"), cough ("sick with cough "), malaise ("sick with cough "), sinusitis ("sinuses / infection in my nose "), rhinalgia ("he checked me out and cleaned my noses inside it heard so bad "), dyspnoea ("I don't breath very well "), fear ("mentally I'm scared"), the second episode of umbilical haemorrhage ("I started bleed from the bellybutton") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and nose surgery). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, rash, dyspareunia, arthralgia, vaginal haemorrhage, menorrhagia, weight increased, alopecia, complication of device insertion, dizziness, vomiting, fallopian tube disorder, mood altered, procedural pain, post procedural haemorrhage, acne, vertigo, presyncope, cough, malaise, sinusitis, rhinalgia, dyspnoea, fear, the last episode of umbilical haemorrhage and headache outcome was unknown and the pelvic pain, dysmenorrhoea, fatigue, pollakiuria, micturition urgency, back pain, abdominal pain and perineal pain had resolved. The reporter considered the first episode of umbilical haemorrhage to be unrelated to essure. The reporter considered abdominal pain, acne, alopecia, arthralgia, back pain, complication of device insertion, cough, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube disorder, fatigue, fear, headache, malaise, menorrhagia, micturition urgency, mood altered, pelvic pain, perineal pain, pollakiuria, post procedural haemorrhage, presyncope, procedural pain, rash, rhinalgia, sinusitis, uterine perforation, vaginal haemorrhage, vertigo, vomiting, weight increased and the second episode of umbilical haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017: result: no free fluid in cul-de-sac. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia, dysmenorrhea, dyspareunia. Lot number:12570405 manufacturing date: 2013/04 expiration date: 2016/01. Concerning the injuries reported in this case, the following ones were reported on social media: dizziness, vomiting, fallopian tube disorder, bad mood, post procedural pain, post procedural bleeding, pimples. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and pelvic pain ('pelvic pain/pain/lt of pain') in a 41-year-old female patient who had essure (batch no. 12570405 l) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included coughing, sneezing, placenta previa, flank pain and miscarriage. Concurrent conditions included obesity, hypertension, grand multiparity, abdominal pain lower, dysuria, urinary incontinence, urinary frequency, urinary urgency, postmenopausal atrophic vaginitis, nocturia and vaginismus. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2013 and methocarbamol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("unable to place right side tube"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), back pain ("back pain"), abdominal pain ("abdominal pain") and perineal pain ("perineal pain") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage "abnormal bleeding vaginal", menorrhagia ("menorrhagia"), dysmenorrhoea "dysmenorrhea cramping", pollakiuria ("bladder or urinary problems or changes urgency and frequency" and micturition urgency ("bladder or urinary problems or changes urgency and frequency". In (B)(6) 2014, the patient experienced dyspareunia "painful intercourse/very painful to have sex". On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), rash ("skin rash"), arthralgia ("joint pain"), dizziness ("dizziness"), vomiting ("vomiting"), fallopian tube disorder ("right side fallopian tube is compressed"), mood altered ("bad mood"), procedural pain ("felt so much pain "), post procedural haemorrhage ("started bleeding from bellybutton"), acne ("pimple growth on my arm"), vertigo ("head spinning"), presyncope ("about to pass out") and umbilical haemorrhage ("started bleeding from bellybutton"). The patient was treated with surgery (hysterectomy (full),salpingectomy bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, rash, dyspareunia, arthralgia, vaginal haemorrhage, menorrhagia, weight increased, alopecia, complication of device insertion, dizziness, vomiting, fallopian tube disorder, mood altered, procedural pain, post procedural haemorrhage, acne, vertigo, presyncope and umbilical haemorrhage outcome was unknown and the pelvic pain, dysmenorrhoea, fatigue, pollakiuria, micturition urgency, back pain, abdominal pain and perineal pain had resolved. The reporter considered umbilical haemorrhage to be unrelated to essure. The reporter considered abdominal pain, acne, alopecia, arthralgia, back pain, complication of device insertion, dizziness, dysmenorrhoea, dyspareunia, fallopian tube disorder, fatigue, menorrhagia, micturition urgency, mood altered, pelvic pain, perineal pain, pollakiuria, post procedural haemorrhage, presyncope, procedural pain, rash, uterine perforation, vaginal haemorrhage, vertigo, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017: result: no free fluid in cul-de-sac. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia, dysmenorrhea, dyspareunia. Lot number:12570405 manufacturing date: 2013/04 , expiration date: 2016/01. Concerning the injuries reported in this case, the following ones were reported on social media: dizziness, vomiting, fallopian tube disorder, bad mood, post procedural pain, post procedural bleeding, pimples. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. Events: dizziness, vomiting, fallopian tube disorder, bad mood, post procedural pain, post procedural bleeding, pimples,head spinning ,about to pass out,started bleeding from belly button were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and pelvic pain ('pelvic pain/pain/lt of pain') in a 41-year-old female patient who had essure (batch no. 12570405 l) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included coughing, sneezing, placenta previa, flank pain and miscarriage. Concurrent conditions included obesity, hypertension, grand multiparity, abdominal pain lower, dysuria, urinary incontinence, urinary frequency, urinary urgency, postmenopausal atrophic vaginitis, nocturia and vaginismus. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2013 and methocarbamol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("unable to place right side tube"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), back pain ("back pain"), abdominal pain ("abdominal pain") and perineal pain ("perineal pain") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), pollakiuria ("bladder or urinary problems or changes urgency and frequency") and micturition urgency ("bladder or urinary problems or changes urgency and frequency"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/very painful to have sex"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), rash ("skin rash"), arthralgia ("joint pain"), dizziness ("dizziness"), vomiting ("vomiting"), fallopian tube disorder ("right side fallopian tube is compressed"), mood altered ("bad mood"), procedural pain ("felt so much pain "), post procedural haemorrhage ("started bleeding from bellybutton"), acne ("pimple growth on my arm"), vertigo ("head spinning"), presyncope ("about to pass out"), umbilical haemorrhage ("started bleeding from bellybutton"), cough ("sick with cough "), malaise ("sick with cough "), sinusitis ("sinuses / infection in my nose "), rhinalgia ("he checked me out and cleaned my noses inside it heard so bad "), dyspnoea ("I don't breath very well "), fear ("mentally I'm scared"), gastric haemorrhage ("I started bleed from the bellybutton") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and nose surgery). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, rash, dyspareunia, arthralgia, vaginal haemorrhage, menorrhagia, weight increased, alopecia, complication of device insertion, dizziness, vomiting, fallopian tube disorder, mood altered, procedural pain, post procedural haemorrhage, acne, vertigo, presyncope, umbilical haemorrhage, cough, malaise, sinusitis, rhinalgia, dyspnoea, fear, gastric haemorrhage and headache outcome was unknown and the pelvic pain, dysmenorrhoea, fatigue, pollakiuria, micturition urgency, back pain, abdominal pain and perineal pain had resolved. The reporter considered umbilical haemorrhage to be unrelated to essure. The reporter considered abdominal pain, acne, alopecia, arthralgia, back pain, complication of device insertion, cough, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube disorder, fatigue, fear, gastric haemorrhage, headache, malaise, menorrhagia, micturition urgency, mood altered, pelvic pain, perineal pain, pollakiuria, post procedural haemorrhage, presyncope, procedural pain, rash, rhinalgia, sinusitis, uterine perforation, vaginal haemorrhage, vertigo, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017: result: no free fluid in cul-de-sac. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia, dysmenorrhea, dyspareunia. Lot number:12570405, manufacturing date: 2013/04 , expiration date: 2016/01. Concerning the injuries reported in this case, the following ones were reported on social media: dizziness, vomiting, fallopian tube disorder, bad mood, post procedural pain, post procedural bleeding, pimples . Most recent follow-up information incorporated above includes: on 25-feb-2020: social media: new events: cough, malaise, sinusitis, rhinalgia, dysponea, headache, gastric haemorrhage, fear were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation') and pelvic pain ('pelvic pain/pain/lt of pain') in a 41-year-old female patient who had essure (batch no. 12570405 l) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included coughing, sneezing, placenta previa, flank pain and miscarriage. Concurrent conditions included obesity, hypertension, grand multiparity, abdominal pain lower, dysuria, urinary incontinence, urinary frequency, urinary urgency, postmenopausal atrophic vaginitis, nocturia and vaginismus. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2013 and methocarbamol. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced complication of device insertion ("unable to place right side tube"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), back pain ("back pain"), abdominal pain ("abdominal pain") and perineal pain ("perineal pain") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), pollakiuria ("bladder or urinary problems or changes urgency and frequency") and micturition urgency ("bladder or urinary problems or changes urgency and frequency"). In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/very painful to have sex"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), rash ("skin rash"), arthralgia ("joint pain"), dizziness ("dizziness"), vomiting ("vomiting"), fallopian tube disorder ("right side fallopian tube is compressed"), mood altered ("bad mood"), procedural pain ("felt so much pain "), post procedural hemorrhage ("started bleeding from bellybutton"), acne ("pimple growth on my arm"), vertigo ("head spinning"), presyncope ("about to pass out"), the first episode of umbilical hemorrhage ("started bleeding from bellybutton"), cough ("sick with cough "), malaise ("sick with cough "), sinusitis ("sinuses / infection in my nose "), rhinalgia ("he checked me out and cleaned my noses inside it heard so bad "), dyspnoea ("I don't breath very well "), fear ("mentally I'm scared"), the second episode of umbilical haemorrhage ("I started bleed from the bellybutton") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and nose surgery). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, rash, dyspareunia, arthralgia, vaginal hemorrhage, menorrhagia, weight increased, alopecia, complication of device insertion, dizziness, vomiting, fallopian tube disorder, mood altered, procedural pain, post procedural hemorrhage, acne, vertigo, presyncope, cough, malaise, sinusitis, rhinalgia, dyspnoea, fear, the last episode of umbilical hemorrhage and headache outcome was unknown and the pelvic pain, dysmenorrhoea, fatigue, pollakiuria, micturition urgency, back pain, abdominal pain and perineal pain had resolved. The reporter considered the first episode of umbilical hemorrhage to be unrelated to essure. The reporter considered abdominal pain, acne, alopecia, arthralgia, back pain, complication of device insertion, cough, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube disorder, fatigue, fear, headache, malaise, menorrhagia, micturition urgency, mood altered, pelvic pain, perineal pain, pollakiuria, post procedural hemorrhage, presyncope, procedural pain, rash, rhinalgia, sinusitis, uterine perforation, vaginal haemorrhage, vertigo, vomiting, weight increased and the second episode of umbilical haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Ultrasound scan vagina - on (B)(6) 2017: result: no free fluid in cul-de-sac. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, menorrhagia, dysmenorrhea, dyspareunia. Lot number:12570405. Manufacturing date: 2013/04. Expiration date: 2016/01. Concerning the injuries reported in this case, the following ones were reported on social media: dizziness, vomiting, fallopian tube disorder, bad mood, post procedural pain, post procedural bleeding, pimples. Most recent follow-up information incorporated above includes: on 24-jul-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), dyspareunia ("painful intercourse") and arthralgia ("joint pain"). The patient was treated with surgery (surgery to remove the implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, dyspareunia and arthralgia outcome was unknown. The reporter considered arthralgia, dyspareunia, pelvic pain and rash to be related to essure. The reporter commented: need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.